Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a bruise under her left breast that had resulted in a small open wound. The patient reported she was very susceptible to bruising due to being on blood thinners. The patient was already in the hospital and the doctor recommended keeping the wound clean and applying cornstarch to the area. Follow-up indicated that the patient had passed away due to unrelated reasons and was unable to implement the doctor's wound treatment plan. There is no indication that the wound or lifevest caused or contributed to the patient's death.